Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was not illuminating well and the customer could not navigate through the graphics and text. Customer's blood glucose was 291 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.